Manufacturer narrative:
Approximately 33.5 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be obstructed, intraoperatively. According to the report, the doctor replaced the device with a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.